Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were trying to increase their stimulation yesterday and were seeing a message that said 'system is operating at maximum settings and therapy cannot be increased.' Patient stated they tried different buttons and sequences and left it overnight, but that did not resolve the issue. Agent asked patient if they were seeing this message when they were trying to tap the up arrow on her amplitude and patient stated they could see it was stuck at 0.4 ma on program 6 and they could not increase any further. Patient mentioned that they charged her implant to 100% yesterday. Agent asked if patient had tried any other programs and patient said no. Patient was able to change programs and increase stim to a comfortable level (0.7 ma) felt at bicycle seat area. Agent suggested patient continue to monitor and to notify mdt and/or managing hcp if it happens again. Additional information was received from the patient. They called back and repeated previously reported information. The patient reported for a couple weeks they had not been able to adjust their stimulation because they were seeing a message that said the system was operating at maximum setting and therapy cannot be increased. The patient stated right now it was stuck at 0.4. The patient had tried changing to different programs and one of them did say it was 0.7 but when they tried to increase to at least a 1 or 2 it reverted back to 0.4. The patient denied any falls or traumas but indicated the issue started suddenly. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned they have had minor issues before and called for assistance. It was reviewed with the patient that there was no additional troubleshooting that could be done over the phone. The patient asked if a manufacturer representative's (rep) assistance would be needed and the role of the rep and managing physician were reviewed with the patient. Additional information was received from the patient. The patient called back and reiterated previous report: that they couldn't change the setting because they were at 'maximum setting therapy cannot be increased' message so they were either stuck at .4 ma or .7 ma. Patient services again redirected the patient to follow up with their healthcare provider (hcp) and to check the implanted system. Patient inquired about getting a number for the local representative. Patient services reviewed the role of the medtronic representative as well as patient services with the patient and redirected the patient to reach out to hcp, reviewing hcp could page a rep to come to the facility to meet with the patient if needed. Patient requested their hcp number. Patient services provided it. Patient to reach out to hcp. Additional information was received from the patient. They reported they were getting "maximum capacity" when they tried increasing the stimulation of their therapy. Patient said that they could only get 0.4. Patient stated that their symptoms never went away and they did not get 50% symptoms reduction. Patient said that a manufacturer representative (rep) contacted them and told them that the rep will contact their doctor and for the patient to do standby. But patient said that nobody contacted them again. Agent told patient that they can contact their physician and their physician can call nas to page field rep available. Additional information was received from the patient. They reported that the patient called back from registered number said they've been trying to get the device removed, they had an appointment with their hcp and a rep but the hcp missed the appointment, was not there, the appointment was cancelled with little notice. Pt was calling for information about how to proceed. Reviewed some information about surgical removal and redirected to hcp. Offered listings. Reopened the case, reassigned to self and sent email with listings.

Event description:
On 2025-oct-16 additional information was received from the patient. When asked when their device was removed they said they didn't remember. They said device removal was planned, but the date was still pending. Their device status was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.